Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in clinic with complaints of diaphragmatic stimulation. Lead dislodgment was noted. The lead was successfully repositioned. Patient was in stable condition after the event.